Event description:
Report from employee health nurse indicates two (2) nurses and a physician were experiencing asthma-like symptoms when exposed to cidex opa fumes. This report is the first of three reports. This nurse experience shortness of breath and expiratory wheezing; was diagnosed with asthma. It was also reported that there was a lot of construction going on in the department. The employee health nurse does not think the problem is the disinfectant.